Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported there are black lines on the screen of the meter. Caller stated information on the meter is not blocked. No adverse event reported. Requested return of the alleged meter and replacement was sent.